Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes report metallic debris, oxidized material between the shell and liner, and discomfort. There is no new information that would affect the existing investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Medical records received. It should be noted, these records were received through outside counsel. This complaint is not yet legal. The patient was implanted on (B)(6) 2005. She was revised on (B)(6) 2014 for pain. The liner and head were revised. There was no mention of metallosis in the note. The liner and head are being reported for pain. Update rec'd 4/6/2016: litigation received. Litigation alleges increased metal ions and trouble walking/sleeping. The stem is being added to the complaint.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the femoral stem product/lot combination since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: y67db1000. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.